Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting intermittent capture. An invasive procedure was performed to analyze the system. The bipolar lead, model 4285, was repositioned and the issue was resolved.